Event description:
A peritoneal dialysis (pd) patient experienced a recurrent peritonitis. The cause of the event and patient hospitalization were not reported. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.